Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window. The device was received with a cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. The device was received with scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cracks near the reservoir window. The device display was worn and had many scratches. Customer declined to provide blood glucose. No further information reported.